Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that screw placed fractured and was removed. Additional appointment required: yes, to place a new screw. Symptoms as a result of the event: inflammation and pain.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes'. One certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured across the threads. Functional testing could not be performed since the device was fractured. Pre-existing conditions was unknown due to limited information provided by customer. However, the screw was placed on the tooth site 24 (fdi). X-ray or picture images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review was completed for the subject lot number 1211193. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1211193) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: fracture: screw) or product (iunihg). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.